Event description:
Related manufacturer reference number: 1627487-2023-01175, related manufacturer reference number: 1627487-2023-01176. It was reported that the patient experienced ineffective therapy due high impedances on 3 of the leads following a fall. Reprogramming was unable to resolve the issue. As such, surgical intervention took place wherein the leads were explanted and replaced with new leads to address the issue. Reportedly, therapy was confirmed post operatively. Investigation was unable to determine which s1 lead was explanted.

Manufacturer narrative:
Date of event is estimated. Note: one of the original s1 leads was replaced under manufacturer report number 1627487-2020-24107 and 1627487-2020-24108. Hence, investigation was unable to determine the sn for the reported lead. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7457529. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7007888.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Note: one of the original s1 leads was replaced under manufacturer report number 1627487-2020-24107 and 1627487-2020-24108. Hence, investigation was unable to determine the sn for the reported lead. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7007888.